Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had bleeding lcd glass, broken battery tube threads.

Event description:
Customer reported via phone call that battery compartment was cracked. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device had bleeding lcd glass, broken battery tube threads.